Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B) (6) 2010 alleging an apply sample message on her one touch ultra 2 meter. The patient mentioned that on (B) (6) 2010 at around 5:00am, she obtained an apply sample message on her one touch ultra 2 meter. At 7:50am, she developed symptoms of feeling dizzy and sweaty. She did not seek any further medical attention or contact her physician for assistance. This was not the first time the product was being used. While troubleshooting, it was noted that the technique of applying blood was incorrect. The patient was applying blood to the surface not the top edge. The issue was not resolved via troubleshooting. The meter was replaced. The complaint is being reported since the patient alleged that since she was unable to test her blood glucose, she developed symptoms suggestive of a serious injury.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding 20 false high creatinine (cre) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported outside the laboratory; however, the samples were rerun on another instrument and the results were amended. Patient #9 results were not provided by the customer. It is unknown if patient treatment was initiated or withheld with regard to this event.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.